Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr) and prolapsed posterior leaflet 2 (p2) for a mitraclip procedure. During the procedure, mitraclip xtw was implanted successfully. As there was some mechanism, it was decided to place the additional mitraclip xt. After releasing the clip, it was determined that a single leaflet device attachment (slda) occurred and clip was no longer attached to the anterior leaflet. Imaging was difficult. The final mr was grade 2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported single leaflet device attachment (slda) could not be determined. The reported poor image resolution appears to be related to the imaging quality. There is no indication of a product issue with respect to manufacture, design or labeling.